Event description:
Customer's wife reported that customer was hospitalized for low blood glucose. It was reported that customer went to sleep and did not wake prior to hospitalization. Troubleshooting suggested that time was incorrectly programmed in the pump. Explained customer's wife the impact of incorrect programming on blood glucose. Wife also stated that buttons did not respond to pressing frequently.

Manufacturer narrative:
Pump was received with intermittent buttons response due to broken solder joint of battery contact spring. Unit has e-01 alarm due to leaky c1 on motherboard. Pump passed 7.2 units bolus and occlusion tests.